Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure a guide wire, a metal stent and tomes were passed through the scope via biopsy cap. The procedure was completed with this device. On (B)(6) 2017, the physician noticed that the instruments were unable to pass through the scope so it was sent for repair and a sponge was found in the working channel of the scope. It was found out that the scope was last used on (B)(6) 2017 and during the procedure the sponge was detached but they did not notice it. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.